Manufacturer narrative:
The manufacturing records were reviewed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer's report was generated. A review of the raw material/manufacturing procedures was done during the period when this lens was manufactured and did not show any change that could be related to the complaint reported. The lenses are visually inspected at 10x microscope magnification using both microscope base plates (white and black) following specifications. A visual inspection of all lens cases for iol presence is performed by inspecting the case through the backside with magnifier lamp. At the miq measurement operation, after inspection and acceptance, lenses are placed in a lens insert/case. The operators verify that the lens is mounted properly in the insert/case. The lens case is then placed into an inner and outer pouch, sealed and sterilized. No issues were reported during the manufacturing process of the lens. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was implanted; however, during the implant of the lens, the doctor reported sticky haptics. There was no patient injury reported. It was not clear if the haptic stuck to the haptic or if the haptic was stuck to the optic. The exact event date is unknown; however, the surgery site reports the lens implant was between (B)(6) 2015. No further information was provided.

Manufacturer narrative:
(B)(4): reason for non evaluation: other -code 81: to date, the intraocular lens remains implanted.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date of this report on initial MDR: correction to (B)(4) 2015. All pertinent information available to abbott medical optics has been submitted.